Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on 01(B)(6) 2015. Patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).